Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 282 and 274 mg/dl. The customer's expected fasting blood glucose test result range is 140 - 160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 05/15/2018 and open vial date is (B)(6) 2017. Customer stated he has not had any recent changes in his daily routine such as diet, exercise, or medications. The meter memory was reviewed for previous test result history (time not set): 282mg/dl (B)(6) 2017 12:02 pm fasting:yes, 243mg/dl (B)(6) 2017 05:05 pm fasting:yes, 274mg/dl (B)(6) 2017 04:47 pm fasting:yes, 173mg/dl (B)(6) 2017 11:00 pm fasting:yes, undisclosed memory concerns:282mg/dl, 243mg/dl, 274mg/dl, 173mg/dl